Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility, the device ran without user activation after the trigger was released. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during equipment testing conducted by a manufacturer field service technician at the user facility the device ran without user activation after the trigger was released. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The initial event of a sticky trigger with run-on was confirmed. Excessive corrosion was identified as the cause. The device was repaired and returned to the customer.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is completed.